Event description:
It was reported that the customer was hospitalized due to hypoglycemic seizure. The customer's blood glucose reading was 80 mg/dl at the time of the event. The customer stated that the seizure was due to forgetting to take her seizure medication and hypoglycemia. The customer stated that the hypoglycemia was caused by not eating enough food. Nothing further was reported.

Manufacturer narrative:
Currently it is unk whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore, consider this report complete to the best of our knowledge.